Manufacturer narrative:
The software logs were reviewed and almost all were found to be truncated, suggesting a sudden loss of power. The software investigation was unable to determine the probable cause without further information. As previously reported, after switching outlets the issue did not recur, based on this information it is suspected the outlet was the cause of the event.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported this issue occurred three times during the procedure. The software exits to the application launch screen. On 11/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. Medtronic representative uninstalled and reinstalled ent 2.3 software. System performed as intended. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system unexpectedly exited the software. No further details regarding this issue, or specifically when it occurred, were provided. In trouble-shooting, another medtronic representative tested the navigation system on a different outlet earlier and did not experience the same issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.